Event description:
During the use of an oxygen concentrator, the nasal cannula connected with the oxygen concentrator, caught fire/melted away; patient got small burns on the hands during the removal of the cannula (from her nose and from the oxygen concentrator).

Manufacturer narrative:
There is no device failure. The cannula tubing was ignited by an external source.